Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/22/2015 with the following findings: unable to duplicate battery life issue. No drastic voltage fluctuations or alarms related to the complaint observed in the black box history. One low battery alarm observed in the alarm history. Pump current draws within specifications. The battery compartment was found to be cracked above the bumper pad and on the side, extending from the case seal towards the threads.. Moisture corrosion observed inside the battery compartment and on underside of returned battery cap. A leak test was performed and a battery compartment leak was found. The pump case was removed and no intermittent conditions or moisture was found inside the pump.